Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a field service technician (fst). The machine passed all testing, and no device problem was found. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. Clinical investigation: a temporal relationship exists between hd therapy utilizing the 2008t hemodialysis (hd) system and the serious adverse events of cardiac arrest and death. The cause of the patients cardiac arrest and death are unknown; therefore, causality cannot be established. Additionally, limited information precluded an in-depth investigation into the clinical events. However, post event functional compliance and ultrafiltration testing confirmed the 2008t hd system functioned as intended. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. While advances in technology have significantly reduced the number of serious adverse events incurred during hd therapy, the 2008t hd system cannot be excluded from having a possible causal or contributory role in the serious adverse events. Additionally, there is no allegation or objective evidence indicating the 2008t hd system malfunctioned or failed to meet user expectation. Given the lack of information, the 2008t hd system cannot be disassociated from the events.

Event description:
It was reported to fresenius technical support (ts) that a renal failure (rf) patient on hemodialysis (hd) for renal replacement therapy (rrt) expired. A biomedical technician (bmt) reported the patient was at the hospital (admission diagnosis unknown) prior to hd therapy, and cardiac arrested during their first treatment at the outpatient dialysis clinic. The patient was transferred to the hospital (specifics not provided) and subsequently expired. In the initial reporting, the bmt reported the lab sample of bicarbonate, sodium and potassium were out of range (specifics not provided). Despite this, the bmt reported the machine had passed all conductivity, ph, and pressure holding tests prior to treatment. The bmt reported it was unknown if too much fluid was removed from the patient. As a courtesy, the ts specialist dispatched a fresenius field service technician (fst) to the facility to inspect the machine, and the fst subsequently went onsite to perform the inspection. The fst completed an ultrafiltration (uf) checklist and performed functional compliance testing on the 2008t hd machine. During testing, the 2008t machine functioned as intended and within manufacturer specifications. Additionally, the fst stated after reviewing the laboratory findings with the user facility bmt, it was discovered the bmts inexperience with sampling led to the misinterpretation of several lab results. Upon inspection by the fresenius fst, all bicarbonate, sodium, and potassium were within range/tolerance. The 2008t hd machine passed all post-event testing and was returned to service. Subsequent attempts to obtain additional information (e.g., hd treatment data, timeline of events, causality, patient demographics, discharge summary, death certificate, machine records, esrd death notification), have thus far proven unsuccessful.